Event description:
It was reported that the suction irrigator had battery acid leaking all the way to the floor during a "lap-assist vaginal hysterectomy." Further, the first person to notice this was the anesthesiologist. He quickly grabbed the suction irrigator and pulled it farther away from the patient. After moving the suction irrigator he went and washed his hands. While washing his hands the anesthesiologist noticed a potential burn. The procedure was completed by using a different device of the same lot.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the suction irrigator had battery acid leaking all the way to the floor during a "lap-assist vaginal hysterectomy." Further, the first person to notice this was the anesthesiologist. He quickly grabbed the suction irrigator and pulled it farther away from the patient. After moving the suction irrigator he went and washed his hands. While washing his hands the anesthesiologist noticed a potential burn. The procedure was completed by using a different device of the same lot.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. After visual inspection it was observed that there were signs of corrosion typical of liquid ingress/battery leakage. This is an indicative sign of liquid ingression to the pump housing and reaching the batteries, however, the unit passed the leak test. Root cause(s) were determined to be: (1) motor misalignment and/or (2) stack up between plastic components. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.